Event description:
A customer contacted baxter to report that a female patient, who is suffering of alzheimers disease and is dialyzed at home through a baxter uv flash system had torn away the baxter uv flash solution transfer set. According to the reporter, the home patient (hp) had torn away the transfer set at the level of the white connection. It was stated that the hp is suffering of alzheimers and that she could have pulled up on the line and caused the disconnection. There is no clinical consequences reported for the patient. The sample is available for analysis.

Manufacturer narrative:
Evaluation summary: one used partial set, spike, light blue body and sleeve were received into the lab in reference to a disconnection between the transfer set and the patient line. The transfer set was visually inspected and it was noted that the light blue body, white sleeve and spike were all separated from the silicone tubing. The complaint was confirmed in the lab for disconnection transfer set and patient line.